Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller was ma lfunctioning and is not working. Patient mentioned they were having issues charging their implant and the issue began about 2 days ago. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the ac power supply, recharger, con troller compartment pins, controller port and li battery pack pins. Agent had patient reset the controller with ac power supply; patient confirmed controller powered on showed memory problem then settings not available. Patient was able to reinsert the li battery pack and patient confirmed a green blinking light was above the screen. Controller showed 40% recharging and implant 80%. Patient mentioned during the call while troubleshooting patient noted a screw fell out of the controller. The issue was not resolved. A request was sent to repair to replace the controller. When asked for hcp, patient mentioned they see doctor at parkersburg, wv. Patient commented it was hard for them to get around. Caller called back and received the replacement controller. Patient was charging the implant but they kept getting the system problem rm03 message and they were down to 50%. Patient was sitting up while charging the implant and was wearing a sweater/cardigan. The recharger did not feel hot and was a little warm to the touch. There were no damages on the recharger. Agent closed case.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the [recharger], model [97755-s], s/n [(B)(6)], revealed : electrical failure. Failed-antenna test temp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.